Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found smoke and sparks came out of the equipment/burnt printed circuit board connector. Other findings include dead power supply, minor corrosion on bottom chassis, worn out video connector latch causing poor connection with pigtails. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center overheats and generates sparks and smoke/burnt printed circuit board connector. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed a printed circuit board sparked and smoked. It is possible that a short-circuit occurred on the power supply line. Olympus will continue to monitor field performance for this device.

Event description:
Customer provided additional information. Event was found prior to a therapeutic procedure, no patient was involved.